Manufacturer narrative:
Event date: (B)(6), 2021. The customer reported that the insulin pump had a critical pump error (open book image) alarm. The customer went swimming with the insulin pump. Functional testing to be performed/completed: the insulin pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. No unexpected critical pump error alarm noted during the testing. The insulin pump history file/traces download was successful using thus. The keypad overlay was removed to perform visual inspection and found a broken trace on keypad assembly. Critical pump error (open book image) alarm, pump error 4 alarm and pump error 63 alarm (variable info =03) were recorded and found in the formatted history files from (B)(6) 2021 17:00:58.000 alarm alert notification to (B)(6) 2021 18:47:54.000 alarm alert cleared due to broken trace on keypad assembly. The insulin pump was cut open to perform visual inspection and no loose electronic components noted. However moisture damage was found on the electronic assembly, force sensor and motor assembly noted. No corrosion or moisture damage on the vibrator assembly noted. Failure analysis summary: the insulin pump alarmed critical pump error (open book image), pump error 4 and pump error 63 due to broken trace on keypad assembly. Moisture damage was found on the electronic assembly, force sensor and motor assembly noted. No corrosion or moisture damage on the vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image on the screen after swimming. Troubleshooting was performed. No other insulin pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.